Event description:
A three level dynamic cervical plate was implanted in c4-c7. During a post-op checkup, it was determined that the screws at level c7 were broken. According to the surgeon, the pt had experienced fusion at all levels and hardware was left in. Surgeon is going to be monitoring the pt for migration or the fractured screws.

Manufacturer narrative:
Upon talking with the surgeon, it was identified that this pt did an intense physical workout just prior to the identification of the broken screws at c7.